Event description:
In 2006, pt underwent a left internal carotid artery/common carotid artery stenting procedure. A 5.0 mm emboshield was successfully deployed, followed by successful placement on an xact stent. Pt was discharged home on the 2nd day.the following day pt presented to the emergency dept with right arm weakness pain, tingling, and confusion. The pt was hospitalized for observation. The pt was discharged in stable condition three days later without any additional treatment. On follow up visit about a month later, all symptoms were reported as resolved. This pt is in the exact clinical study.